Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a pacing impedance measurement greater than 2000 ohms. The patient was seen by their physician and all other lead measurements were reported as stable and within range. The physician continued to monitor the situation. However, ongoing high impedances were noted and other lead values were not provided. No adverse patient effects were reported. The patient was to be further evaluated by their physician in the near future.

Manufacturer narrative:
The investigation is complete to date and the event will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received eight months later stating the red alerts had continued for this patient due to the pacing impedance measurements greater than 2000 ohms. The patient was brought in for testing and no oversensing was observed and isometrics and pocket manipulation were negatvie. A boston scientific technical services consultant suggested obtaining an x-ray. The caller will discuss the observations with this patient's physician. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Additional information was received ten months after the initial red alert was observed noting that the high pacing impedance measurements are still being reported and the patient stated this lead was loose and is working with her physician to resolve the continued lead issues.